Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that customer experienced a hyperglycemia. Customer blood glucose level at the time of incident was 467 mg/dl and his current blood glucose level was 260 mg/dl. Customer stated that they also feel thirsty and insulin pump had a stuck button alarm. Customer was used insulin pump system within 48 hours of reported event. Customer alleged that the pump was under delivering. Auto mode feature was not active at the time of event. The insulin pump will be returned for analysis.